Event description:
Plastic housing of the hand control has melted. While the patient was using the bathlifter, the handcontrol got very warm, the plastic housing has start to melt and it smells burnt.

Manufacturer narrative:
The orca bathlift is manufactured in europe by aquatec. The product is sold through an external distributor in the us, invacare has never sold this product anywhere in the us.